Event description:
Additional information received reported the issue was considered resolved after part of the catheter was replaced. The cause of the issue was unable to be determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8785, lot# n363693, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported during a catheter replacement {refer to manufacturer report # 3004209178-2014-16679} the spinal segment was implanted and when the pump segment was connected to the spinal segment they physician could not get cerebrospinal fluid (csf) flow back. The physician had to use a different pump segment because the 8781 did not work. The pump segment was to be returned. The pump segment was defective, removed, and an "8784" was added on the date of this report. The cause of the issue was undetermined. The patient¿s status at the time of this report was ¿alive- no injury¿ and there were no patient symptoms or complications associated with this event. The pump was being used to deliver hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.